Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the bottom on insulin pump by drive support cap and sticker fell off during rewind. Customer reported that insulin pump had fallen off the counter. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.